Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On the same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1g, intraperitoneal, ongoing), fortum injection (1g, intraperitoneal, ongoing) and amikacin injection (125mg, intraperitoneal, ongoing) for peritonitis. Nine days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced cloudy fluid a day prior to the peritonitis diagnosis. At the time of this report, antibiotic treatment was discontinued, and the patient has recovered from the events 16 days after the peritonitis diagnosis. Should additional relevant information become available, a supplemental report will be submitted.